Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The plunger, suture, needles and cuffs were in pre-deployed position. The link was loose. The lever had been closed. The foot had not been completely retracted into the guide. The reported needle to cuff miss/suture retrieval issue was not confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, placement of the suture was attempted with a proglide device in the left common femoral artery using the preclose technique. Reportedly, a cuff miss occurred with three proglide devices. The sutures of two proglide devices were successfully placed using the preclose technique. The arteriotomy was 11f. The sheath was upsized to 16f for the aaa procedure. The aaa procedure was completed. The two successfully preplaced sutures achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.